Manufacturer narrative:
On 4/20/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2019, indicated that the patient is scheduled for removal on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary completed on 5/17/2019: during evaluation of the sample it was noticed a tear measuring approximately 1.9 cm located in the posterior aspect. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% inspection and testing of all devices prior to release. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent an unknown breast augmentation with mentor smooth round high profile 460cc saline breast implants which the left side deflated after implantation. Patient visibly noticed a left saline breast deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.